Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by cts, performed a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.